Event description:
The event involved a (B)(6) with a past medical history of abdominal pain, recurrent urinary tract infections, a duplex collecting system and an ectopic insertion of the upper pole ureter. Recommendation was made to proceed with an upper pole moiety nephroureterectomy. In (B)(6) 2011, a cystoscopy and ureteral stent placement with retrograde pyelogram was performed. It was followed by a robotic-assisted laparoscopic single side surgery utilizing a midline incision approximately 6 cm in length encompassing the umbilicus. The left hand robotic port was placed through the skin incision tunneled through the subcutaneous tissue and then inserted. The right hand robotic port was placed in the right lower quadrant again placed through the single port skin incision, tunneled through the subcutaneous tissue and then inserted. A sils port was then placed through the fascial defect for access. A left upper pole nephroureterectomy was completed. There were no postoperative complications. On routine follow up a standard CT scan of the abdomen in (B)(6), 2011 revealed an incidental finding of a retained sils cannula. A second minimally invasive procedure was required one week later for removal of the cannula with the pt discharged to home the same day. The pt remained asymptomatic throughout the post op course. Robotic use adds distance between the surgical operator and the pt surgical site. Robotic arms can congest the field to further inhibit direct visualization of the sils port and cannulas.